Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 47mm ruptured abdominal aortic aneurysm. It was reported the patient presented to emergency room with back pain and a CT was performed approximately 5 years and 8 months post implant. The physician stated it looked like the stent graft had been placed low and endoanchors were then implanted. A ia endoleak was diagnosed on this CT. Intervention was performed on the same date, an endurant cuff and 4 endoanchors were implanted. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.